Event description:
It was reported to boston scientific corporation that a rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, the guide catheter broke and was left inside the stent. The stent and the broken portion of the guide catheter were removed from the patient with a snare. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation found out that the push catheter was kinked. Pull wire was bent at several locations on the distal side. The guide catheter was detached from the pull wire and not returned. The guide catheter appeared to have been pulled free of the pull wire as the pull wire cannula did not have any attached guide catheter remnants. It is possible that procedural or anatomical factors encountered during the procedure (such as tortuous anatomy or maneuvering of the device) contributed to the noted damages, however the exact root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A review of the device labeling and directions for use (dfu) showed the device was used according to its label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Was reported to boston scientific corporation that a rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, the guide catheter broke and was left inside the stent. The stent and the broken portion of the guide catheter were removed from the patient with a snare. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.